Event description:
It was reported that, two days post implant, the patient experienced a pericardial effusion due to a perforation from the right ventricular (rv) lead. The lead exhibited high thresholds, no capture at maximum outputs in both unipolar and bipolar configurations, and no bipolar sensing. The patient also had some diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.